Event description:
A patient reported a possible low inaccurate result with a surestep meter. Patient had a meter reading of 131mg/dl compared to a laboratory blood glucose level of 171mg/dl. Surestep meter results are capillary adjusted, while laboratory results are whole blood adjusted. Patient has been hospitalized in 2001, for hemorrhage of unknown cause. Patient had a severe reaction after a plasma transfusion while at the hospital. No information is available on patient hematocrit level. Patient did not experience any adverse events. No allegations of harm have been made.